Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/07/2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The audio bolus button (abb) cover was found to be torn/punctured; however, the abb was properly responsive. The following findings are unrelated to the reported issues: there was no evidence of a 'time and date reset' issue observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. The pump case was removed, and the bt1 internal battery component was found to be leaking and unable to hold a charge; this device failure caused the 'time and date reset' issue. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged audio bolus button and dim and discolored display screen visual. This report is made based on results of investigation completed on 04/07/2015.